Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had multiple cubie failures and several instances of invalid read/write cubie memory. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in this incident, it was determined that the half height cubie drawer on the auxiliary cabinet had been failing cubie pockets with the error message read/write error. A field service engineer reseated the row board cable and ribbon cable and replaced the retractor band. The fse then ran a final test using the hardware test application and saved the results to the desktop. The drawer and cubie pockets functioned properly, and the system operated as intended after the engineer completed the repair.